Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav 6. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique or pre-dilatation technique. To ensure this is not a result of a manufacturing deficiency, all omnilink stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. In this case, based on the reported information, the inaccurate delivery appears to be related to the physician misjudging the location of the lesion. There was no reported difficulty visualizing the stent system on angiography or difficulty reported with the deployment of the stent. It was reported that the omnilink was used to treat the left common carotid artery. The omnilink instructions for use states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported inaccurate delivery. The reported inaccurate delivery appears to be use related and there is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part number was not reported.

Event description:
It was reported that during the procedure in the heavily calcified left common carotid artery, an 8.0 x 28 omnilink stent was deployed; however, placement was inaccurate by approximately 2 mm because the physician misjudged the location of the lesion, located at the ostium. Another omnilink stent of the same size was deployed to successfully cover the target lesion. There was no reported significant delay in the procedure and no adverse patient effect. Though requested, no additional information has been provided.